Manufacturer narrative:
The results of the laboratory analysis of the valve will be sent to complete this incident report.

Event description:
The children with implanted shunt system (the pressure was adjusted at 30mm h2o) had a permanent hypo drainage with high intracranial pressure and the deterioration of condition was observed.